Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the arterial pressure reading was wrong. A recalibration of the sensor and an exchange of the hls cable did not solve the problem. Eventually, the cardiohelp was exchanged before use. The failure occurred during priming. No harm to any person has been reported. Wrong pressure values can led to an unintended pump stop, if an intervention is set by the user. Therefore, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the arterial pressure reading was wrong. A recalibration of the sensor and an exchange of the hls cable did not solve the problem. The failure occurred during priming. Eventually, the cardiohelp was exchanged before use. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated. The hls cable and the disposable were ruled out as a reason for the failure. Therefore, the sensor panel was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be replicated. No exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up) - defective / disturbed (emi) pressure sensor - connection of non-compatible sensor - positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The review of the non-conformities has been performed on 2024-10-17 for the period of 2016-11-23 to 2023-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-11-23. Based on the results the reported failure "arterial pressure readings wrong" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).